Event description:
Pt. Had anti-embolic stockings and pump on (pas antiembolism). Necrotic areas and and skin breakdown noted on top of both feet close to ankle and on both heels. Stockings pump up at ankle. Pt will require debridement of areas.